Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6) reports: patient presented with pain and swelling. Surgeon suspected duofix femoral component was causing the problem and revised on (B)(6) 2010 to a competitor product. Scratches evident on femoral component. Removed insert, tray and duofix femoral component. Original surgery (B)(6) 2008. Examination of the returned products confirmed the reported event. The investigation concluded the reported event was design related. Pra/ hhe was conducted on this reported event as well as all information will be tracked and documented though CAPA (B)(4). Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt presented with pain and swelling.